Event description:
It was reported that (1) tsw35 and (1) atw35 were used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that when using both the tsw35 and the atw35, the original cartridge was broken when removing it to reload. The hospital reported to the rep that the metal strip that usually covers the entire back of the cartridge only covered half of these cartridges. Another ets was used to complete the case. There was no consequence to pt.